Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. After checking the respective documentation of the production, no deviations could be identified in the mentioned time period. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the customer: "during lumbar epidural placement for vaginal delivery, we were able to insert the catheter into the epidural space and remove the tuohy needle. When we tried to withdraw the catheter several centimeters to adapt the distance of the catheter between the skin and the space, we encountered resistance and then rupture of the catheter, about 6cm subcutaneously. Fortunately, there was no neurological deficit in the patient. Fragment of the epidural catheter remained subcutaneous. CT scan for precise location of the catheter and search for a mechanical cause of the difficulties in removal and sectioning."